Manufacturer narrative:
Device not available.

Event description:
The patient presented 4-5 weeks after a clarifix cryotherapy procedure with severe epistaxis during a work-out. The patient was given silver nitrate and well as packing, the epistaxis continued and the patient was taken into the or to cauterize the bleed. The doctor reported an arterial bleed at the point of the freeze. The patient was released with no additional adverse consequences and no additional medical intervention.